Event description:
It was reported that the device was heating up and spilling oil. There was no patient impact.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. Product evaluation: when received in service and repair it was discovered that the connector was loose on the device and the device would not turn on. They were unable to perform temperature testing. The connector was replaced, the item was tested and passed all manufacturing specifications.